Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015. This report is filed (B)(6) 2015.

Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator unit through the skin and underwent a revision surgery on (B)(6) 2015, to recrate the skin flap.

Manufacturer narrative:
The report is filed october 9, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.